Manufacturer narrative:
Concomitant products : 4076-52 lead implanted (B)(6) 2007, 6947-65 lead implanted: (B)(6) 2007.

Event description:
It was reported that following an upgrade procedure from a dual chamber implantable cardioverter defibrillator (ICD) to a bi-ventricular ICD, the patient has experienced ventricular tachycardia (vt), which appears to be associated with the left ventricular (lv) lead since the vt starts/stops with enabling/disabling lv pacing. Optimization is being done for the patient and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.